Manufacturer narrative:
Lot 13975422: (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a gore&#59396;dryseal sheath with hydrophilic coating 16fr (hospital inventory, lot/serial number is not available) was being used and upon retracting the gore&#59397;excluder&#59396;device (plc271200/13975422), the distal olive became separated from the delivery catheter. There was slight resistance while removing the delivery catheter and the physician continued to tug and pull to remove the catheter. Under fluoroscopy it was noticed that the catheter was getting caught on the dryseal sheath, so the physician chose to remove both together. Upon removing, the distal olive was still inside the artery, the physician was able to snare and retrieve the olive with no injury to the patient. There was no serious injury to the patient, the patient tolerated the procedure with no further sequela.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.